Event description:
As reported: during a cto case of the mid-rca the doctor made the decision to use a turnpike spiral 135cm to go antegrade. The doctor was using the turnpike spiral per the IFU and when he began to remove the catheter it sheared off distal, approximately 15 cm. The physician was removing the spiral the correct way (counterclockwise). After the case was over, spoke with the physician and he did not know what happened and why the catheter sheared off like that additional info on 10jun2022: it was removed but removed in 2 separate pieces. One piece of the turnpike came out and the other stayed and had to be removed via snare. Looks like it was detached /cut (turnpike spiral) in 2 pieces. Removed via snare.

Manufacturer narrative:
A review of device history records will be conducted. A follow-up report will be issued after the investigation is complete.

Manufacturer narrative:
One-unit turnpike spiral was locked inside a guide catheter with a snare was for evaluation. Blood particulates were noted on the catheter. The units were dismantled and inspected. The turnpike spiral's shaft was separated at approximately 80 cm (i.e., working length) from the hub. Severe torque and shaft damages were observed along the length of the catheter. The tip material was fatigued. Account provided an incorrect lot number. Clarification was requested but no correct lot number was provided. Therefore, no record review could be complete. Case details were reviewed. A patient underwent a procedure for cto mid rca. A turnpike spiral was used in the case. The turnpike spiral sheared off from the distal end. Damages are likely to have occurred during use when operated against resistance via calcified vessel. Per IFU states the following warning and precaution: never advance, withdraw, or rotate an intravascular device against resistance until the cause of the resistance is determined by fluoroscopy. Movement of the catheter or guidewire against resistance may result in separation of the catheter or guidewire tip, other device damage, or vessel injury. Do not rotate the catheter more than two (2) consecutive 360° rotations in either direction if the distal tip becomes lodged and is not also rotating, as it may result in separation of the catheter, damage to the catheter, or vessel injury. If using the turnpike or turnpike lp, unwind the catheter to its relaxed position and apply backward tension in order to dislodge the tip. If using the turnpike spiral or turnpike gold, rotate the catheter in the counter-clockwise direction with backward tension in order to dislodge the tip. Exercise care in handling the catheter during a procedure to reduce the possibility of accidental breakage, bending, or kinking. Additional information was requested from the account. A response was received. Turnpike spiral was stuck in the lesion. It was removed in two separate pieces. Snare was used to remove the broken distal section of the turnpike spiral. Manipulating catheter with a tip stuck in the vessel builds torque in the shaft causing the damages observed in the product. Also, no guidewire was noted to be within the shaft. It is unknown if the unit was attempted to be operated without a guidewire in place at any point during the procedure. Based on the information, the most likely root cause of the issue is user error.